Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion test and prime tests. The pump was received stuck in a motor error loop during the bolus/basal delivery. Unable to confirm other error alarms in the alarm history screen due to an over written history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery or occlusion tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.